Manufacturer narrative:
As reported, while flushing a 5f pig 65cm 5sh tempo catheter with saline prior to use for an angiography, the physician noticed an unknown white substance coming off the tip of the pig catheter when he loaded it onto the diagnostic guide wire. He said it looked like it was coming from inside of the catheter tip. He disposed of the device and switched to a different model (another cordis device) and then proceeded with the case which was successfully completed. There was no patient injury. The device was discarded but the three remaining unopened unused catheters from the box are being returned. Photographs of the device as well as of the material are not available. The material that came off from inside of the catheter tip was not saved. The guidewire used in the procedure was also discarded. There was no damage noted on the device prior to use. The device was stored per the instructions for use (IFU). There was no difficulty experienced in prepping the device prior to noticing the material coming off from the inside of the catheter. The contrast media used was bayer vesipaque. The contrast to saline ratio was 1:1. An inflation device was not used. The device was prepped per the IFU. There was no resistance experienced while attempting to load the diagnostic guide wire into the catheter. There was no excessive force used or needed while inserting the guidewire. The guidewire used was a j curve cook wire model. No further information is available. The product was not returned for analysis. Review of lot 17359413 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are cautioned that for all catheters: keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
While flushing a 5f pig 65cm 5sh temp catheter with saline prior to use for an angiography, the physician noticed an unknown white substance coming off the tip of the pig catheter when he loaded it onto the diagnostic guide wire (non-cordis). He said it looked like it was coming off from inside the tip of the catheter. He disposed of the device and switched to a different model (another cordis device) and then proceeded with the case which was successfully completed. There was no patient injury. The device was discarded but the three remaining unopened unused catheters from the box are being returned. Photographs of the device as well as of the material are not available. The material that came off from inside of the tip of the catheter was not saved. The guidewire used in the procedure was also discarded. There was no damage noted on the device prior to use. The device was stored per IFU. There was no difficulty experienced in prepping the device prior to noticing the material coming off from inside of the catheter. The contrast media used was bayer vesipaque. The contrast to saline ratio was 1:1. An inflation device was not used. The device was prepped per the IFU. There was no resistance experienced while attempting to load the diagnostic guide wire into the catheter. There was no excessive force used or needed while inserting the guidewire. The material that came off from inside the tip of the catheter was not saved. The complaint unit was discarded by the customer. Three sterile units of diagnostic catheter from product cath tempo 5f pig 65cm 5sh were received for analysis. Packaged in their original packaging pouch and folded inside of a plastic bag. The product pouches were received sealed. The three units were removed from their packaging and no anomalies were observed at any of them. The three units were flushed with water and no foreign matter from any kind came from the tips of the three catheters inspected. Review of lot 17359413 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿catheter body\shaft- foreign material-during prep¿ was not confirmed as the actual complaint unit was discarded by the customer and the returned sterile units presented no foreign material of any kind during the functional test. The exact cause of the event reported by the customer could not be conclusively determined during the product analysis. Clinical factors that may have contributed to this issue could not be determined based on the information available for review. Neither the DHR nor the analysis of the sterile units returned suggest a design or manufacturing related cause for the difficulty experienced by the customer; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant devices: contrast, bayer vesipaque. And guidewire, a j curve cook wire model rfga3526m. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While flushing a 5f pig 65cm 5sh temp catheter with saline prior to use for an angiography the physician noticed an unknown white substance coming off the tip of the pig catheter when he loaded it onto the diagnostic guide wire. He said it looked like it was coming off from inside the tip of the catheter. He disposed of the device and switched to a different model (another cordis device) and then proceeded with the case which was successfully completed. There was no patient injury. The device was discarded but the three remaining unopened unused catheters from the box are being returned. Photographs of the device as well as of the material are not available. The material that came off from inside of the tip of the catheter was not saved. The guidewire used in the procedure was also discarded. There was no damage noted on the device prior to use. The device was stored per IFU. There was no difficulty experienced in prepping the device prior to noticing the material coming off from inside of the catheter. The contrast media used was bayer vesipaque. The contrast to saline ratio was 1:1. An inflation device was not used. The device was prepped per the IFU. There was no resistance experienced while attempting to load the diagnostic guide wire into the catheter. There was no excessive force used or needed while inserting the guidewire. The material that came off from inside the tip of the catheter was not saved. The guidewire, a j curve cook wire model rfga3526m.

Manufacturer narrative:
Three sterile devices were received for analysis and the completed evaluation will be submitted within 30 days upon receipt.